Manufacturer narrative:
Omit : c20 - no findings available additional information : imdrf annex a,c and g codes.

Event description:
It was reported that product security issues were found second time during a of the penetration test on alaris systems manager performed by the customer. Server was found to be not updated with latest patches and unsupported version of software were also found. Tls 1.0 and tls 1.1 were still found. The test was performed prior to go-live. There was no patient involvement and no additional information was provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3: device was not returned to manufacturing facility.

Event description:
It was reported that product security issues were found second time during a of the penetration test on alaris systems manager performed by the customer. Server was found to be not updated with latest patches and unsupported version of software were also found. Tls 1.0 and tls 1.1 were still found. The test was performed prior to go-live. There was no patient involvement and no additional information was provided.